Event description:
It was reported that bd insyte autoguard winged needle retraction issue. The following information was provided by the initial reporter, translated from french to english: difficulty retracting the canula. Recurrent problems with several caregivers. Letter attached. Problem retracting the canula. Pressed 2 times. Repeated incidents with several ides none but risk of aes can you confirm whether samples are available for the survey? Yes, 1 unit used (during or after use) important: if used, please confirm whether the samples are contaminated with blood or cytotoxic drugs. With blood.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction could not be confirmed from the returned sample. One insyte autoguard needle from lot 4222720 was provided for investigation. The needle was received fully retracted and with evidence of use. A functional test showed that the needle retracted within specification. The condition of the returned device may prevent confirmation of the reported issue. Once the needle fully retracts, the reported issue may not be possible to replicate. Although the complaint could not be confirmed, a trend was identified for needle retraction slow complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.